Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the completion of a femoral artery interventional surgery, a angio-seal device was used to seal the femoral artery. Blood oozing occurred after the completion of the plugging. The surgeon then applied pressure to stop the bleeding, and followed up by 48 hours of close observation. The patient was in stable condition. The patient has coronary artery disease. Bleeding occurred in the procedure room and manual compression was applied. There was no patient consequences. Additional information was received, information received 01/august/2019: the procedure sheath size used was an 8fr. A pre-deployment angiogram was performed. The bleeding was from the puncture site. Medical intervention was performed to stop bleeding for oppression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.